Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the axes controller platform (acp). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the logs, error 32101 was found, confirming the fault occurred in the field. During visual inspection, no issues were found that are related to the reported issue. The unit was installed on a golden system for additional testing. The system started up and upon the power, the failure was replicated. The complaint was confirmed based on failure analysis.

Event description:
It was reported that prior to the start (pre-anesthesia) of a da vinci-assisted radical extraperitoneal prostatectomy (with lymphadenectomy) surgical procedure, the customer encountered a repeated 32101 recoverable fault. The technical support engineer (tse) had the customer hard power cycle the patient side cart (psc) after reviewing logs. The error persisted. The tse suggested customer to use another psc to complete the surgery. The procedure was aborted to another dv system with no reported injury.